Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician completed a novasure endometrial ablation on (B)(6) 2016. The physician then went to perform a laparoscopic tubal ligation and "noticed the novasure had burned a hole through the uterine wall". The procedure was completed and there was no injury to the bowel or "any surrounding area". We have been unable to obtain additional information surrounding this event.